Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss due to an infection. The patient was prescribed oral antibiotics (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed april 24, 2014.